Event description:
It was reported that stent damage occurred. Vascular access was obtained via the left side. The 92% stenosed, 9mmx3.0mm, eccentric, de novo target lesion was located in the non-tortuous and severely calcified left circumflex artery. A 12x3.00mm rebel stent was advanced but failed to cross. The device was removed and it was noted that the distal stent strut was deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.